Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery longevity of this pacemaker had dropped from six and a half years to three and a half years remaining. The patient was in atrial fibrillation (af). Data analysis indicated that this device was depleting normally. The power consumption has increased due to the onset of persistent atrial arrhythmias. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. The device remains in service and no intervention information available to date. No adverse patient effects were reported.